Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the procedure was completed as planned. The philips remote service engineer (rse) examined the system remotely and confirmed that the x-ray exposure was not functioning which can impact imaging. Upon troubleshooting, the philips remote service engineer (rse) found an error in the procedure selection. To resolve the issue, rse guided the customer in selecting the correct exposure protocol. After repair, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The cause of the x-ray not functioning was determined to be a user error due to the tap operation. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray exposure was not functioning which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.